Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The contact could not remember the if the customer's blood glucose level was impacted. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the contact that apidra was not labeled for use with the cartridge. The contact acknowledged the information.